Event description:
Pt alleges receiving breast implants on 2/27/79. Pt also alleges in 1994 she developed dry eyes and mouth and hardening of her breast. Physician states both of the pt's breasts had become hard with contractures and sensation in the breasts. Pt had removal and replacements on 7/20/95, with devices of another MFR.